Manufacturer narrative:
The reported event of over sensing was not confirmed. A complete lead was returned for analysis. Electrical testing, visual and x-ray inspection of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited an unspecified over-sensing. The physician believes that it was due to the implant location was not ideal. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.